Event description:
Boston scientific received information that this pacemaker reached end of life (eol) three years post implant. It was reported that the device had been programmed to a high output at implant and the patient had been lost to follow up. The device was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is in the possession of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.